Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open incisional hernia repair with mesh placed retro rectus, posterior rectus sheath completely released; rectus sheath attached to mesh, fascia closure and drains were placed) on (B)(6) 2014. The site reported that the patient experienced ¿bleeding from wound¿ beginning on (B)(6). Severity listed as severe as intervention of re-operation with device removed and replaced unknown drains. The issue resolved on unknown date. It was reported that the event was not related to the mesh device but definitely related to the procedure. It was also reported that the patient experienced a hematoma. The haematoma began on (B)(6) 2014 and ended on (B)(6) 2014. The patient required a reoperation to remove and replace the device. Drains were placed. This adverse event is not related to the product and definitely related to the procedure.